Event description:
It was reported that the ventilator (ltm) screen went blank and a puff of smoke noticed coming from the monitor com port. It was also reported that there was burn damage on the monitor (ltm) connector and the ventilator connector. The reported problem happened while connected to a patient. The patient was placed on another ventilator. No patient harm reported.